Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator in backup operation after magnetic resonance imaging (MRI) scan. During backup, high voltage therapy was disabled, despite being programmed with the appropriate MRI settings prior to the scan. The device was successfully restored with the appropriate programmed parameters. The patient was discharged.